Event description:
While placing a central line in the patient for hypotension requiring vasopressors, proceduralist noticed that one of the unopened needles in the triple lumen kit came noticeably bent. The kit was discarded and a new kit opened and used.